Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) introducer was inserted and was flushed with saline. The physician then attempted to draw blood to flush the system after removing the dilator, and air appeared to be drawing through the valve instead of blood. The physician attempted to press on the insertion site in order to provide a better seal, but air continued to be drawn, despite observations indicating that the tip of the sheath was in its intended location. Fluoroscopy indicated a significant amount of air from the right ventricle to the pulmonary artery, and the introducer sheath was removed as the patient was closely monitored. No further abnormal signs were observed, and the implant proceeded with a new introducer. The physician noted that a possible hole was observed on the valve of the sheath, though further testing on the table indicated that the sheath was functioning appropriately, without drawing air into the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #702884275: craig blake / tue dec 11 2018 13:26:53 gmt-0600 central standard time analysis summary for pe#: 0702884275-10 analysis transaction ID#: 239350661 model#: mi2355a serial/lot#: 00133388 methodology and techniques: the actual product involved in the event was evaluated. Visual analysis was performed. Summary of analysis performed: during analysis, the following tests were performed: lead - tds accessories. Results of analysis: based on analysis, the product had a performance issue due to operational context. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2018-12-11 13:23:05 cst pli# 10 product ID# mi2355a the micra introducer was returned and analyzed. The analysis indicated that the proximal seal has damage on the edge of the seal. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator separate from the introducer sheath. The stop cock was returned in the 'on' position. The side port seal caps were not returned there are scratches on the dilator tubing at 39.3 cm from the proximal end of the dilator. There is a indentation in the introducer sheath located at 51 cm from the proximal end of the introducer sheath. There is blood in the sideport flush tube. There is a material void in the distal tip orifice of the dilator. The proximal seal has damage on the edge of the seal. The distal seal is sealed prior to inserting the dilator and after the dilator was removed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) introducer was inserted and was flushed with saline. The physician then attempted to draw blood to flush the system after removing the dilator, and air appeared to be drawing through the valve instead of blood. The physician attempted to press on the insertion site in order to provide a better seal, but air continued to be drawn, despite observations indicating that the tip of the sheath was in its intended location. Fluoroscopy indicated a significant amount of air from the right ventricle to the pulmonary artery, and the introducer sheath was removed as the patient was closely monitored. No further abnormal signs were observed, and the implant proceeded with a new introducer. The physician noted that a possible hole was observed on the valve of the sheath, though further testing on the table indicated that the sheath was functioning appropriately, without drawing air into the sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the micra introducer was returned and analyzed. The analysis indicated that the proximal seal has damage on the edge of the seal. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned with the dilator separate from the introducer sheath. The stop cock was returned in the 'on' position. The side port seal caps were not returned. There are scratches on the dilator tubing at 39.3 cm from the proximal end of the dilator. There is an indentation in the introducer sheath located at 51 cm from the proximal end of the introducer sheath. There is blood in the sideport flush tube. There is a material void in the distal tip orifice of the dilator. The proximal seal has damage on the edge of the seal. The distal seal is sealed prior to inserting the dilator and after the dilator was removed. The micra mi2355a introducer dilator was inserted into the sheath. A syringe was connected to the side port valve. No air or water leaks were observed when pushing or pulling the syringe plunger. If information is provided in the future, a supplemental report will be issued.